Event description:
It was reported that the inflatable penile prosthesis (ipp) was worn out. There was a fluid loss in the device caused by a hole in the reservoir. All components were explanted and replaced.